Event description:
It was reported that during a davinci si colectomy procedure, the monopolar cautery hook tip was loose and it fell into the patient. The surgical staff was able to retrieve the monopolar cautery hook tip from the patient and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Isi contacted initial reported clinical sales rep, he indicated that based on the information provided by the surgical staff, the monopolar cautery hook tip was not screw correctly into the monopolar cautery instrument. Clinical sales rep visited the account to review the monopolar cautery hook tip installation process; the surgical staff was able to install the monopolar cautery hook tip into the monopolar cautery instrument with no problem. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Electrocautery tip accessory installation - to install the electrocautery tip accessory (the electrode), insert the metal pin of the electrocautery tip accessory into the slot at the distal tip of the instrument. Grasping the silicone sleeve that protects the electrocautery tip accessory, rotate the accessory until it contacts the sleeve stop. The metal electrode will not rotate with the sleeve. Do not over tighten. Remove the silicone sleeve. The silicone sleeve may be discarded or it may be retained to aid in removing the electrocautery tip accessory after the clinical application.